Event description:
It was reported that the catheter was unable to pace from the beginning. After catheter was inserted, catheter was connected to the external pacemaker. Another catheter was used and the problem was solved. It was further reported that the customer mentioned there might be difficulty to connect the catheter to the pacemaker.

Manufacturer narrative:
Device not returned.